Event description:
This lead was explanted on (B)(6)2011 due to an advisory/recall. The procedure took place at lester e. Cox medical center south with dr. Aparna cherla. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).